Event description:
Non-invasive b/p readings do not correlate with manual b/p reading. Random b/p readings varied 10 points in the systolic and diastolic reading. ER physician working with the machine on a daily basis has had several occasions to question the readings and the manual reading would have a wide deviation. On 11/8/83, MFR called about situation and the amii standards for non-invasive b/p readings are: deviation points +/- 5 points in mean reading, +/- 8 points in systolic/diastolic reading. A test was completed on site as directed by MFR's technical support person. B/p readings were taken on 2 different pts; the average readings are as follows: pt #1: another co's device 112/63, loaner device 107/65, facility's device 105/71 and manual device 112/67. Pt #2: another co's device 108/68, loaner device 127/75, facility's device 125/76 and manual device 118/68. The technical support person stated that these results meet the national standards.